Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date in the same month as onset, the patient began treatment for the peritonitis with injection vancomycin, 1 gram, every 5th day and injection meropenem, 1 gram, once a day (routes were not reported). It was not reported if dianeal therapy was ongoing. No additional information is available.